Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head encountered a blurry image. The issue occurred during preparation prior to sedation, and the intended procedure was therapeutic. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. Additionally, the evaluation found a cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the camera head encountered a blurry image. The issue occurred during preparation prior to sedation, and the intended procedure was therapeutic. There were no reports of patient harm.